Manufacturer narrative:
The pod was received in the not deployed state. Inspection of the pod data showed that the pod completed first prime in 46 pulses and was deactivated by the user. Upon rotation of the ratchet gear the pod deployed as expected. No damages or defects were observed that would cause the needle to not deploy. No problem was found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The needle mechanism did not fully deploy as intended during activation.